Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device kept beeping and powering off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer was sent a replacement battery, but the battery was not returned for analysis. The device was returned for a different issue and the device log was downloaded for analysis of the reported battery issue. Since the battery was not returned, physio-control could not confirm the reported issues of an unexpected loss of power or the battery life being shorter than expected. An analysis of the device log shows that the battery never went to replace status. Testing of the device showed no excessive standby current drain and the pac technician did not observe any unexpected power loss. Root cause could not be determined. The device was archived by physio-control.

Event description:
The customer contacted physio-control to report that their device kept beeping and powering off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.